Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("pain"), menorrhagia ("prolonged menses / bleeding prolonged menses after implantation."), dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1992; (B)(6) 1993), pre-eclampsia in 1992, gallbladder stone, miscarriage in 2012, ectopic pregnancy, knee operation, endometrial atrophy, light periods, diarrhea, nausea and decreased appetite. She denies any fever, headaches, or chills.she denies any pain on urination. Previously administered products included for diabetes: metformin; for dyspareunia: depo-provera; for high blood pressure: lisinopril; for high cholesterol: atorvastatin; for an unreported indication: lisinapril, simvastatin and gabapentin. Concurrent conditions included obesity, fibula fracture, urinary frequency since (B)(6) 2015, skin lesion, boil on buttock, cramp in lower abdomen, fatigue, anal discomfort, pain, nabothian cyst, sleep apnea since (B)(6) 2015, anesthesia, urinary frequency and uterine bleeding. Family history included breast cancer (maternal cousin). Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2015 to (B)(6) 2015 for birth control, ibuprofen (motrin) for pain as well as tranexamic acid (lysteda). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), migraine ("migraine headaches"), alopecia ("hair loss"), arthralgia ("joint pain") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with sufentanil citrate (sufentanil narco-med), surgery (total abdominal hysterectomy with bilateral salpingectomy on (B)(6) 2015), surgery (underwent ablation in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, genital haemorrhage, migraine, alopecia, menstrual disorder and dyspareunia had resolved, the pelvic pain, uterine haemorrhage and vaginal haemorrhage outcome was unknown and the arthralgia was resolving. The reporter considered abdominal pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she had been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Pfs- current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: tubes bilterally occluded . Confirmatory hsg 12wks later was inconclusive not enough images. (B)(6) 2015 : pregnancy test : negative. (B)(6) 2015 : transvaginal pelvic sonogram : impression: cervical nabothian cysts. Overall no change compared with the previous examination. Cervical nabothian cysts again identified. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs:abnormal uterine bleeding(confirming abnormal uterine bleeding), genital haemorrhage(confirming heavy clotting and bleeding), pelvic pain(confirming chronic pelvic pain)" ,orrhagia, dysmenorrhoea and genital haemorrhage. Most recent follow-up information incorporated above includes: on 16-feb-2018: events- "abnormal bleeding, pain, abnormal uterine bleeding, vaginal bleeding, joint pain", reporter, historical and concomittant condition added from pfs. Lab data, historical drug and condition, concomittant drug and condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: she had been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: tubes bilaterally occluded incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.